Manufacturer narrative:
In the case description, the user mentioned that the pdm would not turn on and fluid was leaking out of the battery. The pdm was returned with a battery. Inspection of the battery found no damages or fluid leaking. Inspection of the battery compartment of the pdm found no damages or evidence of battery acid leakage. The pdm battery was depleted. The pdm was plugged in and allowed to charge. The pdm was able to charge to 100%, turn on, and boot up with no issues. Inspection of the android log files downloaded from the pdm showed no evidence of power sensitivity or battery issues. During the investigation, the pdm was found to function as intended. No power sensitivity issues were observed and no damages or leakage was observed from the battery or battery compartment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's personal diabetes manager (pdm) it would not turn on after set up was completed. The patient removed the battery cover and noticed an oily liquid leaking from the battery.